Event description:
It was reported that one day following implant of the implantable loop recorder (ilr) the patient removed the bandage per discharge instructions and the incision wound opened and exposed the ilr. The patient returned to the hospital where the wound was cleansed, resutured and bandaged. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).